Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture against right side device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold and device appearance (observed 40 mm dark patch edge material inside gel device). A microscopic analysis was performed which identify crease sharp in the radius side with non-penetrating nicks around the opening. Based on the device analysis the final assessment is: a crease sharp opening on radius due to a fold flaw opening and non-penetrating nicks.

Event description:
The device has been replaced.